Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d10, g4, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection the returned drill was fractured into two pieces. There is a visible marking on the drill side of the fracture. Scanning electron microscopy analysis of the drill bit sample showed that it suspected to have fractured to due to reverse bending overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit broke during drilling. No adverse events have been reported as a result of this malfunction. No additional information is available.